Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. Five opened and fourteen representative devices and a photo were available for evaluation. Visual inspection of the opened sutures noted one suture was intact with the needle attached and no physical abnormalities or damage. Two sutures were found in retainers broken into small fragments. The two sutures were observed to be brittle and broke easily under manipulation. Visual inspection of the sealed devices noted that the needle was properly parked in the retainer, but the suture was detached from the needle. Inspection of the retainer noted the suture was broken and fragmented. A tactile inspection of the sutures was performed and the suture broken easily during manipulation. It was reported that the suture strand was degraded in the sealed packing when the surgeon opened the package, and only the needle was present. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the suture strand was degraded in the sealed packing when the surgeon opened the package, and only the needle was present. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.